Event description:
It was reported that during a meniscus repair surgery, when deploying t1 of two (2) fast-fix 360, both t1 and t2 deployed at the same time and the deployment rod stayed fully extended out beyond the tip of the needle rather than springing back. Both ts remained secured inside the patient. The procedure was completed using an arthrex fiberstitch competitor device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.